Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported damage is attributable to procedural factors, and/or, interaction with patient anatomy or other devices.

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The details of the lesion are unknown. A 4.0x15mm maverick2 monorail balloon catheter burst. The patient status is ok with no patient complications. There is no other information available.